Manufacturer narrative:
E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation for the reported issue has been completed. Field service evaluated the device, the cause of the one inoperable fan was an open fuse on the pbm. Fuse f11 was found open, root cause is defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service engineer was performing preventative maintenance, it was discovered that the fan on the automated impella controller (aic) console was inoperable. It was discovered that a fuse was open at the power manager pca. No patient involvement.